Manufacturer narrative:
This event was determined to be reportable following edwards standard procedures. Device was returned but evaluation has not yet begun at this time.

Event description:
It was reported the ep(endoplege) was placed without issue under tee. Ventricular tracing was visualized with 1/4cc of saline. Retrograde cardioplegia was delivered successfully one time and then they "lost volume from the balloon" after the initial delivery. Delivered antegrade the rest of the case. No patient injury reported.

Manufacturer narrative:
Evaluation results:the device was visually inspected and it is noted that the stylet was not returned with the device. Visually there are two sharp kinks in the device shaft. These kinks do affect the way the device functions. An attempt was made to introduce water through all of the device lumens and no water would pass through the device. Because the balloon would not inflate the balloon was visually inspected under 10x magnification and there is no damage detected with the balloon. The kinks in the shaft and the kinks in the shaft will contribute to the device not being able to function. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. There is no root cause investigation at this time. The device would not function as a result of damage during use. A device history record review was performed on for raw materials, in-process, finished goods and sterilization for lot number 719001 and there were no non-conformances or capas opened in relation to the nature of the complaint. The device met all specifications upon release of the product. No CAPA will be initiated at this time but we will continue to monitor trends on a monthly basis.